Event description:
It was reported by the customer that, a pleurx catheter system, the end part got ripped off and could no longer be reconnected.

Manufacturer narrative:
H11: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A device history record could not be evaluated as the lot number is unknown. Based on the available information we are not able to identify a root cause at this time. The complaint has been logged in the complaint management system and will be monitored through tracking, trending, and quality data analysis for potential future occurrences. B3: date of event: the date of awareness was entered in the date of event field as the actual date of event is unknown. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.